Manufacturer narrative:
No product returned. This report is being submitted because empi has received a similar complaint that suggests that this device may have malfunctioned in such a way that it would be likely to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
It was reported to empi that a pt was burned during a hybresis treatment. The pt was being treated for achilles tendonitis. Dexamethesone at 1.5 ml was used on the negative side, and saline on the positive side. The area was covered by a sock during the treatment. The pt wore the patch home and forgot to remove it and left it on for 4 hours. The pt did not notice the burn until made aware by the therapist at the next visit. The burn was 1/4 inch round and 1/8 inch deep. Pt had no discomfort. An ultrasound was performed prior to the hybresis treatment.